Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The device is expected to be returned to zoll japan for further investigation. Analysis of reports of this type has not identified an increase in trend.